Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tortuous and calcified mid left anterior descending (lad) artery. A non-bsc wire, a mailman guidewire and a 7fr non-bsc guide extension catheter were need for support to deliver balloons to the lesion. While attempting to deliver an emerge balloon, the marvel "buddy wire" was removed, caught at the collar of the 7fr non-bsc guide extension catheter, the radiopaque tip of the marvel broke off and was inside the non-bsc guide extension catheter. The mailman wire had a "knuckle" on the tip and was pulled hard through the non- bsc guide extension catheter when the detachment occurred. The physician clearly stated this was not a defect of the wire, but bound to happened in the given circumstance. The broken mailman was trapped in the non-bsc guide extension catheter with a 2.75x12 emerge balloon. The 7fr guide catheter, non-bsc guide extension catheter and wires removed from the patient. A 8fr guide was engaged, the 7fr non-bsc guide extension catheter was re-inserted. A new mailman wire was inserted. An opticross 6 ivus catheter was inserted however the opticross 6 catheter was unable to advance beyond the 7fr non-bsc guide extension catheter. The opticross 6 catheter was removed. Ivus was performed with a non-bsc ivus catheter. Two synergy stents were placed with a good result. No patient complications were reported.